Event description:
The customer's mother reported that in 2005, the customer was hospitalized with a blood glucose reading of 990 mg/dl. The customer's mother stated that the customer stopped using the insulin pump after the hospitalization, but the customer never fully recovered to his original, healthy state. The customer's mother could not be reached to request the return of the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.